Event description:
It was reported the patient had pain in left side clavicle area and wanted device moved to the right side. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; proximal segment returned and analyzed.